Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, post paced t-wave oversensing was observed. It was later noted that patient had syncope which was related to a history of narcotics abuse. Medication adjustments were made and patient was discharged home.

Manufacturer narrative:
(B)(6).